Event description:
A customer contacted beckman coulter inc. (Bec) regarding a higher than expected troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Subsequent testing produced lower results within the risk stratification range. The erroneous results were reported outside of the laboratory. It is unknown if there was any change to patient treatment with regard to this event.

Manufacturer narrative:
The sample was collected in a heparinized plasma tube and centrifuged for 3 minutes at 8000rpm. All 3 levels of accutni qc have been resulting within the customer's established ranges. A routine system check performed on (B)(4) 2011 passed within instrument specifications. It is not indicated that service was dispatched for this event. MDR #2122870-2011-04137 is associated with this event.